Event description:
It was reported to philips that the device was not powering on. There was no patient involvement.

Event description:
It was reported to philips that the device was not powering on. There was no patient involvement. The customer requested that the device be returned to the bench for repair. The device was received on 13 apr 2021. Upon evaluation by an authorized bench technician, the report issue was confirmed and the cause was traced to a faulty processor pca. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be archived. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the processor pca. The customer was advised of the repair required to return the device to working condition. After multiple unsuccessful attempts to obtain approval for the repair, the processor pca was replaced and the unit was scheduled to be turned into a loanable device. However, a follow up analysis of the returned processor pca was completed and there were no noted issues that could have caused or contributed to a potential malfunction. The processor pca was found to be fully functional and a cause for the original failure could not be determined. No further investigation or action is warranted at this time. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was not powering on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.